Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #18 was removed due to infection. Family dentist reported drainage from the implant and a darkened area around the implant bone graft was placed when the implant was removed for future implant. Symptoms as a result of the event: drainage possible abscess